Event description:
This male with an unknown history was admitted for a coronary angiogram. The sds broke inside the patient. No patient injury. Product retrieved. Product clinically used. Procedure completed with another cypher stent.